Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) due to the intermittent 32097 errors. The system was tested and verified as ready for use.

Event description:
It was reported that the customer powered down the system and disconnected the dual console due to recoverable faults on the right master tool manipulator (mtm). They were able to finish the cases on the system for the day with only the primary console being connected. The procedure was completed as planned with no reported injury.